Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence. Reportedly, the customer over-filled the cartridge with insulin. A new cartridge was loaded to resolve the issue. The customer's blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.